Manufacturer narrative:
The customer¿s report of a set leaking at the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0875 inches long. Visual examination under magnification noted no crush marks to the upper fitment. Functional testing confirmed a leak from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse responded to an ail pump alarm and noticed a crack in the pump segment of the IV tubing with some moisture below the pump mechanism. The infusion was for an unspecified medication or fluid and there is no report of patient harm.